Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.